Event description:
Two tissuetak ii's were implanted in 2002. Pt experienced pain in operative shoulder and in 2004 pieces of an implant were removed. Labrum was noted healed at this time. Pt continued to complain of periodic pain. In 2005, an entire implant was easily removed from operative shoulder. This device is used for treatment.